Event description:
A left 4.6 mm x 3 mm x 3 mm ruptured pca aneurysm was treated in 2004. A 7 fr. Guiding catheter was advanced up the left ica with a excel 10 micro-catheter. A hyperglide 4 x 10 cm balloon was placed at the neck of the aneurysm for protection. An mcs 4 mm x 10 cm complex platinum coil was advanced into the aneurysm. The balloon was inflated and a dsa run was obtained. The coil was then repositioned in the aneurysm and by doing so there was evidence of stretching. Several attempts were made to advance the stretched part of the proximal coil into aneurysm. Coil then advanced by liquid injection of saline/contrast combination. Neuroform stent placed in ica across aneurysm neck to secure remaining section of stretched coil. Post-stent dsa run showed vasospasm of distal middle cerebral arteries. 200 mcg nitroglycerin and 5cc verapamil administered. Final dsa run showed resolution of vasospasm. Coil is not designed to be stretch resistant.